Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reset the pump, reportedly, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer to continue using the pump for insulin delivery. Customer¿s blood glucose level was 197 mg/dl.